Event description:
It was reported that the patient complained of increasing incontinence with an artificial urinary sphincter (aus). Upon removal and test the balloon, a fluid loss was identified due to hole. No further patient complications were reported.